Manufacturer narrative:
Eval result and conclusion codes updated.

Manufacturer narrative:
Further investigation showed that there were no apparent reagent issues. There were also no evident instrument issues. The customer was not using 13mm rack adapters at the time of the event, but field engineering specialist has since installed the adapters to be used with smaller tubes. Some of the pre-analytical information was missing. It was requested but not provided. Other possible root causes include sample quality and insufficient maintenance. The customer has stated there have been no further issues following service.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of a discrepant result for elecsys hcg + beta test system (hcg + beta) on one patient sample. The initial result for hcg + beta was 8.68 miu/ml. The initial sample was run on (B)(6) 2017, and when the result was reported to the physician it was immediately questioned as it did not match the clinical picture for the patient. The physician requested the sample to be rerun on another analyzer on (B)(6) 2017. The repeat hcg + beta result was 879.0 miu/ml. The repeat result was deemed to be correct. There was no adverse event. The elecsys hcg + beta test system reagent lot was 21015105 with an expiration date of 31-may-2018. The field engineering specialist was not able to find a definitive cause. He believed the tubes could have been leaning inside of the rack causing the analyzer to aspirate air leading to the low result. The customer was recommended to use available rack adapters. He ran performance testing and a precision test which all passed.